Event description:
Boston scientific received information that during a procedure to replace cardiac resynchronization therapy defibrillator (crt-d) (B)(4) for normal battery depletion, this right atrial (ra) lead body became separated from the terminal pin because it was believed that the ra setscrew had not been fully retracted before force was applied to pull the lead out of the header. Prior to the procedure, this lead was tested and it had given correct measurements, but after it was damaged, it gave erratic measurements. A conductor fracture was suspected. This ra lead was surgically abandoned and a new ra lead was implanted with the new crt-d. The procedure was completed without further issues. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.